Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The device was removed from the patient and the proximal edge of the stent struts was found to be lifted. The procedure was completed with another 3.50 x 20 synergy¿ drug-eluting stent. There were no patient complications nor injuries reported.